Manufacturer narrative:
Prior to the event, carbon dioxide (co2) was calibrated and quality control (qc) results were within range. The operator noticed negative anion gaps on patient samples. Therefore, the samples were repeated on another instrument where showed the results to be lower and the anion gaps were acceptable. The field service engineer (fse) was dispatched. The engineer bleached the flow cell and replaced the co2 membrane. These measures resolved the reported issue. Root cause is most likely attributed to part replaced and adjustments made in association with the flow cell and co2 membrane during servicing subsequent to the event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer reported erroneous high carbon dioxide (co2) results were obtained for three patients on the same shift when using unicel dxc 800 synchron system. The high results were detected by the operator monitoring anion gaps. Erroneous test results were not reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing with another instrument. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
The customer reported erroneous high carbon dioxide (co2) results were obtained for three patients on the same shift when using unicel dxc 800 synchron system. The high results were detected by the operator monitoring anion gaps. Erroneous test results were not reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing with another instrument. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
The customer reported erroneous high carbon dioxide (co2) results were obtained for three patients on the same shift when using unicel dxc 800 synchron system. The high results were detected by the operator monitoring anion gaps. Erroneous test results were not reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing with another instrument. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Prior to the event, carbon dioxide (co2) was calibrated and quality control (qc) results were within range. The operator noticed negative anion gaps on patient samples. Therefore, the samples were repeated on another instrument where showed the results to be lower and the anion gaps were acceptable. The field service engineer (fse) was dispatched. The engineer bleached the flow cell and replaced the co2 membrane. These measures resolved the reported issue. Root cause is most likely attributed to part replaced and adjustments made in association with the flow cell and co2 membrane during servicing subsequent to the event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Manufacturer narrative:
Prior to the event, carbon dioxide (co2) was calibrated and quality control (qc) results were within range. The operator noticed negative anion gaps on patient samples. Therefore, the samples were repeated on another instrument where showed the results to be lower and the anion gaps were acceptable. The field service engineer (fse) was dispatched. The engineer bleached the flow cell and replaced the co2 membrane. These measures resolved the reported issue. Root cause is most likely attributed to part replaced and adjustments made in association with the flow cell and co2 membrane during servicing subsequent to the event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.